Event description:
The patient experienced increased pain and was taken to the hospital due to the pain. The pump was being increased 15%. The pump was last filled 2 months prior and contained sufentanil and bupivacaine. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).